Manufacturer narrative:
Insulin pump received with unresponsive buttons due to flattened dome switch on the esc and act buttons. No ramping numbers or scroll bar moving on its own noted. Insulin pump received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump buttons were unresponsive when customer was trying to bolus. Customer stated when she entered her carbs the numbers were ramping up. Customer's blood glucose was 87 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.